Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information does not change the previous root cause of the investigation. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had initial left total elbow arthroplasty approximately sixteen (16) years ago due to rheumatoid arthritis. Subsequently, radiographic imaging displayed loosening, at an early stage, going back approximately twelve (12) years and progressed over the last year. The ulnar implant appears to be well fixed. Approximately three (3) years ago, while the patient was cleaning, felt a sudden snap and pain, and experienced a humeral periprosthetic fracture secondary to loosening. It notes the patient began to feel pain approximately six (6) months prior to the event but ignored it. The patient has stiffness and instability. The patient was revised to a cemented massive endoprothetic replacement of the distal humerus approximately one (1) year and five (5) months ago. No further medical records were provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h6. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported radiographic imaging displayed loosening, at an early stage approximately 4 years post implantation. The ulnar implant appears to be well fixed. And progressed over the last year. The ulnar implant appears to be well fixed. Approximately 13 years post implantation, while the patient was cleaning, the patient felt a sudden snap and pain, and experienced a humeral periprosthetic fracture secondary to loosening. It notes the patient began to feel pain approximately six months prior to the event but ignored it. The patient has stiffness and instability and is awaiting pmi product for revision. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and x-rays provided. Additional information does not affect the root cause. Medical record review indicates there is loosening at an early stage going back to 2013 and progressed over the last year. In (B)(6) of 2022, while the patient was cleaning, felt a sudden snap and pain, and experienced a humeral periprosthetic fracture. The patient began to feel pain approximately six months prior to the event. The patient has stiffness and instability. X-ray review indicates there is left total elbow arthroplasty with oblique fracture of the distal humeral diaphysis which progresses to a comminuted fracture on the follow-up images dated (B)(6) 2022. Osteopenia is present. Osteopenia is presumably related to patient's history of rheumatoid. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b1; b2; b4; b5; d2; d4; d9; g1; g3; g6; h1; h2; h3; h6. H6: proposed component code - mechanical (g04) stem. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: radiographic imaging displayed loosening at an early-stage going back approximately 13 years and progressed over the last year. Approximately 4 years ago, while the patient was cleaning, felt a sudden snap and pain, and experienced a humeral periprosthetic fracture. The patient began to feel pain approximately six months prior to the event. The patient has stiffness and instability. Revision was confirmed approximately 2 years ago. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total elbow arthroplasty with oblique fracture of the distal humeral diaphysis which progresses to a comminuted fracture on the follow-up images dated 4 years ago. Osteopenia is present. Osteopenia is presumably related to patient's history of rheumatoid. The root cause of the reported event remains unchanged. Patient comorbidities were identified; however, with the provided information a definitive root cause cannot be determined. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: interchangeable ulnar assembly plasma sprayed extra small left 3 inch length cat: 32810504301 lot: 61144999. Report source: foreign: united kingdom. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported patient has been indicated for revision due to periprosthetic fracture approximately 13 years post implantation. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.